Event description:
It was reported that the patient was not getting an adequate pain relief. It was noted that one of the leads had high impedances. Reprogramming was successful, however, the patient was unable to undergo magnetic resonance imaging (MRI). The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well post-operatively. The explanted leads were not returned by the medical facility.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: (B)(4).